Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. A right ventricular oversensing alert was observed due to noise that caused pacing inhibition. The patient presented in clinic with complaints of feeling dizzy, and weak. The lead was capped and replaced on (B)(6) 2021. The patient was stable.